Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
One truespan 12 degree peek device was used during a knee scope procedure to repair the medial meniscus. The first implant was deployed outside the capsule. As the surgeon was repositioning to get ready to deploy the 2nd implant, the implant pulled out of the depth stop and was sitting towards the edge of the needle. The surgeon removed the deployment gun out of the knee and also removed the 2nd implant from the knee. The needle tip was held within the sight of the scope when repositioning to deploy the 2nd implant. A bucket handle tear was apparent and could have caused the implant pull out due to tissue contact with the suture while repositioning the needle. A 2nd truespan gun was used to complete the repair. Due to bad tissue quality and a bucket handle tear, the surgeon was not able to successfully penetrate through the meniscus to achieve adequate fixation. He deployed both implants and used the knot pusher cutter to try and complete the repair but the tissue was inadequate. There was a patient consequence. Patient consequence description:one peek truespan mensical implant backstop was left in the knee outside the capsule. Action taken for procedure:the 2nd implant was removed and the remaining suture was removed from joint space.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch number: 1221934-2018-50796.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed that the depth stop was set to 10mm, silicone sleeve was intact, however, the silicone was shown to be bunched up at the distal tip, indicating the needle over penetrated the meniscus causing difficult deployment of the implant to enter in the back of the meniscus. Thus, confirming this complaint. There are no implants in the gun. Both implants are missing. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard as intended, indicating the functionality of the device is sound. Functionally, there are no anomalies from the of the device that could contribute to this failure. This failure could be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed that the depth stop was set to 10mm, silicone sleeve was intact, however, the silicone was shown to be bunched up at the distal tip, indicating the needle over penetrated the meniscus causing difficult deployment of the implant to enter in the back of the meniscus. Thus, confirming this complaint. There are no implants in the gun. Both implants are missing. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard as intended, indicating the functionality of the device is sound. Functionally, there are no anomalies from the of the device that could contribute to this failure. This failure could be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This follow up report was initially submitted on 08/31/2018; however successful passed acknowledgment was not received. Report is being resubmitted to ensure receipt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch or first follow-up, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch number: 1221934-2018-50796.

Event description:
One truespan 12 degree peek device was used during a knee scope procedure to repair the medial meniscus. The first implant was deployed outside the capsule. As the surgeon was repositioning to get ready to deploy the 2nd implant, the implant pulled out of the depth stop and was sitting towards the edge of the needle. The surgeon removed the deployment gun out of the knee and also removed the 2nd implant from the knee. The needle tip was held within the sight of the scope when repositioning to deploy the 2nd implant. A bucket handle tear was apparent and could have caused the implant pull out due to tissue contact with the suture while repositioning the needle. A 2nd truespan gun was used to complete the repair. Due to bad tissue quality and a bucket handle tear, the surgeon was not able to successfully penetrate through the meniscus to achieve adequate fixation. He deployed both implants and used the knot pusher cutter to try and complete the repair but the tissue was inadequate. There was a patient consequence. Patient consequence description:one peek truespan meniscal implant backstop was left in the knee outside the capsule. Action taken for procedure:the 2nd implant was removed and the remaining suture was removed from joint space. Additional information received on 03-09-2018. There was 10 minutes delay during the procedure. The surgeon completed the procedure by performing a meniscectomy. The inadequate/ poor meniscal tissue quality could have played a role in poor device performance. The percentage for successful meniscal repair was fairly low. Spoke with the sales rep on 04-18-2018 and was told the following: the second device was from the same lot number as the first device. Due to the poor quality of the tissue while using the second gun, the doctor could not complete the repair and performed a partial menisectomy.